Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported hospitalization due to high blood glucose. Customer was vomiting. The blood glucose reading at the time of the event was 284 mg/dl. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip and manual injections. Nothing further reported.